Event description:
Boston scientific received information in (B)(6) 2011 from a patient verification form. The form was completed by a family member who reported that this patient died within 24 hours of the implant procedure. The family member stated that the patient was in critical condition and the pacemaker procedure should not have been done. There were no reported allegations or complaints against the device's operation or functionality. Boston scientific received information that a boston scientific representative was not notified that this patient had died and no additional information was available from the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.